Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited intermittent loss of capture after connected to the implantable pulse generator (ipg) device. Additionally, small r-waves were observed while sewing up the pocket. The physician opted to cap the lead. A new lead was implanted as a replacement. No patient complications have been reported as a result of this event.